Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve procedure, the device was difficult to toggle, load and unload. The 5mm ports were sticking when swapping instruments and 15mm port leaked when using the 5mm cap. There was no patient injury.